Event description:
It was reported that after the bd insyte¿ IV catheter was connected to the extension tubing, the adapter came loose and "nearly" disconnected from it. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, connected to the ex-tube of 3rd party. The connection of the catheter adapter was loose and nearly disconnect. Customer reported all the items of this lot were loose."

Manufacturer narrative:
H.6. Investigation summary four photos and two samples were received by our quality team for evaluation. Upon visual inspection of both, no abnormality was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, no root cause could be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd insyte¿ IV catheter was connected to the extension tubing, the adapter came loose and "nearly" disconnected from it. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "after catheter placement, connected to the ex-tube of 3rd party. The connection of the catheter adapter was loose and nearly disconnect. Customer reported all the items of this lot were loose."